Manufacturer narrative:
Initial reporter phone (B)(6). (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30310421m number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a repeat atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter a patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After a box line was created, recurrence was confirmed. A mitral line was created and steam pop occurred. Ablation was stopped. Immediately after ablation was stopped, the patient¿s blood pressure dropped drastically and cardiac tamponade was confirmed with the soundstar catheter. A pericardiocentesis was performed; however, the patient¿s blood pressure would not stabilize and the patient was sent to surgery after 3 hours. There is no information about the hospitalization. The physician commented that there was no relationship with the product. There was no report of product malfunction nor error messages on the biosense webster, inc. Equipment.

Manufacturer narrative:
Additional information received on (B)(6) 2020 on the event. The patient is male. During ablation phase, after box line was created, recurrence was confirmed. The patient¿s condition has improved. Therefore, a3. Sex was populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).